Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 108 months ago. Vessel morphology at the time of implant is unknown. The current vessel morphology was reported as disease progression and aneurysm enlargement. It was reported that the CT demonstrated that graft had migrated 20 mm distally. The patient's aortic neck is currently 30mm at the renal arteries and 36 mm in diameter 155 mm below the renal arteries. The patient will be monitored. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: graft migration, endoleak. Conclusions: disease progression.